Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material in right ventricular (rv) set screw socket. The returned device indicated loose/detached atrial and rv set screws. The returned device indicated a rv set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt the ¿screwing of the setscrew was somewhat rougher than usual.¿ however, it was decided the lead was properly screwed into the device due to the ¿excellent impedance and threshold values.¿ eight hours following completion of the implant an impedance alert triggered, the impedance was high, the threshold was high, and there was a pacing problem. The patient was called back to the catherization lab, the lead was disconnected from the device, measurements were performed and found to be within normal limits. The lead was then screwed back into the device and all the measurements were normal. The physician decided to remove and replace the device. No patient complications have been reported as a result of this event.